Event description:
Subsequent information received from the site noted the stent was not dislodged from the balloon but during protective sheath removal without resistance the stent implant was moved on the balloon and the distal stent struts were damaged. There was no reported resistance during sheath removal. No additional information was provided.

Event description:
It was reported that during device unpackaging and prior to use the 2.5 x 38 mm xience prime stent was dislodged from the balloon. The device was not used. There was no patient involvement. A second 2.5 x 38 mm xience prime was used in the procedure without reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported unstable stent was able to be confirmed. The reported material deformation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for unstable stent or material deformation from this lot and relabeled lot. Based on the reviewed information, no product deficiency was identified.